Manufacturer narrative:
Hamilton medical ag ref. Nr: (B)(4) the user reported the event to the local regulatory authorities. Report reference number: (B)(4). Investigation is ongoing.

Event description:
It was reported to hamilton medical ag that: "disconnection from vent side alarm patient required bagging due to declining oxygen saturation no tf # but alarmed disconnection from vent side." A patient was connected to the ventilator. Medical intervention was required, patient manually bagged due to declining oxygen saturation.